Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 29-year-old male in cardiogenic shock and deteriorating was implanted with an impella cp device for mechanical circulatory support. Four days later, the patient the patient had a pump positioning issue which required the medical team to make some adjustments. The following day, the patient was bleeding from the access site which prompted the medical team to give three units of blood.

Manufacturer narrative:
The investigation for the reported high purge pressure, positioning issues, and access site bleed has been completed. The pump was returned for evaluation and was visually inspected. There were two points on the purge tubing that appeared to be clamped or twisted. The purge tubing was cut around 1cm before the blockage areas and de-air leak testing was performed for approximately 15 minutes. The purge cassette ran well as there were no other abnormalities found. The root cause of the high purge pressure is most likely due to a kinked purge line as the tubing appears to have been clamped causing purge fluid to not be able to pass through. The root cause of the access site bleeding is most likely due to use as when the sutures were fixed and replaced, the bleeding resolved. The root cause of the positioning issues is most likely due to use as the pump was repositioned the day before and then it came out of position and was already shallow from moving it so they could not pull it back further. Added- d9 device return date, h6 impact code 4628, h6 med dev problem code 3009, 3012 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.